Manufacturer narrative:
The suspect product is the softclix plus system.

Event description:
Reporter alleged the lancet needle apart of the softclix plus lancet system used in finger-stick blood glucose testing, would not retract after use. The location of the alleged incident was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Softclix plus system: catalog number 04628349001.